Event description:
The tip of the screwdriver broke off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained screwdriver shows that the thread of the inner shaft broke off due to mechanical overloading. The manufacturing documents show conformity to the specification. The microscopic view of the broken surface does not show anomalies of materials structure what indicates material conformity. Product related condition was not found. A review of the device history record did not show conditions that could have contributed to the reported event.